Manufacturer narrative:
Lot review: a review of suspect lot# 3293911 showed 350 (10 packs) were manufactured, tested, inspected and released in july 2016 citing no exception documents. Visual inspection: received thirty nine (39) unused ch2000sc-10, spiros®, closed male luer w/red cap, 10 units, lot# unknown. Functional testing: each of the thirty nine unused ch2000sc-10 spinning spiros were tested for connection torque, residual torque, and disconnect torque. There were no samples that had connection torque that were out of specification and no residual and disconnect torque that would have resulted in premature disconnect of the ch2000sc-10 spinning spiros. Final analysis summary: thirty nine unused ch2000sc-10 spinning spiros were returned and tested for connection torque and all were found to be within product performance expectations called out in the product performance specification. There were no observations that would predispose the ch2000sc-10 spinning spiros to disconnect from a mating device. ICU medical will monitor and trend.

Event description:
Complaint received regarding that they have had several events in both the pharmacy during preparation and during infusion where the spiros has come off the syringe... Some were detected prior to sending to the floor, others were detected on the floor. No adverse patient consequences reported..

Manufacturer narrative:
Lot review: a review of suspect lot# 3293911 showed (B)(4) were manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Complaint received regarding that they have had several events in both the pharmacy during preparation and during infusion where the spiros has come off the syringe. Some were detected prior to sending to the floor, others were detected on the floor. No adverse patient consequences reported.